Event description:
During a coronary stenting procedure, stent came off balloon during prep. The product was not clinically used and no pt injury. Additional information has been requested. The product is available for testing and evaluation but the engineering report has not been completed.